Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was not working and their leads "shorted out and went off." The patient also stated that "they shut it off and did not remove or replace the device." Follow up was conducted tono avail. The device is still in use. The right ventricular (rv) lead and right atrial (ra) lead are still in use. No further patient complications have been reported as a result of this event.